Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant of the extravascular implantable cardioverter defibrillator (ev-ICD) the patient noted dis comfort and protrusion when standing near the implant site. A chest x-ray revealed the device had migrated and flipped ninety degrees. The next day the poct was re-opened a revision was completed. The ev-ICD was re-sutured to the muscle. The device remains in use. No further patient complications have been reported as a result of this event.